Manufacturer narrative:
The insulin pump was received with blank display due to problem isolated to electronic assembly. The insulin pump had minor scratched lcd window, cracked case near display window corners, end cap broken off. The insulin pump was unable to perform the displacement test due to blank display anomaly.

Event description:
The nurse reported via phone call that the insulin pump had missing pieces. The customer's blood glucose was unknown at the time of incident. The nurse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.